Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the first band was stuck, as a result, all the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with seven bands attached and some of them were moved from their position and overlapped. In addition, the handle did not have marks of trip wire was secured. The trip wire was broken, possibly at the time of removing the device. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. One of the bands was also damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head returned with seven bands attached and some of them were overlapped and moved from their position, one band was also damaged, and the ligator head teeth were damaged/bent. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands making them overlap and causing more tension on the device bending/damaging the ligator head teeth and damaging the band as observed. The returned trip wire was broken and it is likely that the trip wire was cut/broken at the time of removing the device from the scope. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the first band was stuck, as a result, all the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.